Event description:
The surgeon had to adapt by using additional bone substitutes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: expiration date device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6 health effect - impact code.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4, h6 the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device visual analysis of the photo revealed that the ria 2 bone harvesting kit l520 reamer shaft is broken. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the reamer shaft from the ria 2 bone harvesting kit l520 would contribute to the complained device issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Manufacturing location: packaged, sterilized and released by: monument release to warehouse date: 24-sep-2022, expiration date: 01-sep-2023, part number: 03.404.000s, ria 2 bone harvesting kit 520mm sterile, lot number: 2006p03 (sterile). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev aa was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 23556 supplied by jabil (abq) was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404.m001, reaming rod/drive shaft packaged, lot number: 1964p59. Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m012, ria ii ream rod/dr shaft seal lot number: 2075p76. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, rev a met all inspection acceptance criteria. Certificate of conformance supplied by rochling medical dated 28-aug-2022 was reviewed and determined to be conforming. Part number: 03.404m002, graft/irr/suction assembly, lot number: 1859p06. Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m014, irrigation tubing set, lot number: 882p102. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, rev a met all inspection acceptance criteria. Certificate of compliance supplied by harmac medical products dated 03-jun-2022 was reviewed and determined to be conforming. Part number: 03.404m015, suction tubing set, lot number: 1281p24. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, rev a met all inspection acceptance criteria. Certificate of compliance supplied by harmac medical products dated 14-jul-2022 was reviewed and determined to be conforming. Part number: 03.404m033, ria ii graft filter, lot number: 917p195. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073696 rev d met all inspection acceptance criteria. Certificate of conformance supplied by rochling dated 23-jun-2022 was reviewed and determined to be conforming. Note: raw materials certifications from rochling sub-contractors were included in the DHR. Part number: 03.404m003, manifold assembly packaged, lot number: 1965p35. Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m010, ria ii manifold assembly, lot number: 795p921. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, rev d met all inspection acceptance criteria. Certificate of conformance supplied by rochling dated 08-apr-2022 was reviewed and determined to be conforming. Note: raw materials certifications from rochling sub-contractors were included in the DHR. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b additional device product codes: hrx. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1 initial reporter postal code: (B)(6). E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in france as follows: it was reported that on (B)(6) 2023, two (2) devices broke during the same procedure. During the first drilling the patient was installed properly, the insertion point was at the top of the greater trochanter. There was normal drilling system descent. About halfway through the femur, there was a break in the assembly tube and the reaming head fins. Recovery of the assembly tube and the boring arm: the yellow seal was destroyed inside the system, blue plastic was deformed and wrapped around the bore arm. The fins of the reaming head were broken in the patient's medullary canal. Only one boring head was used diameter 10. The second kit that was provided was used. The 10.5 diameter boring head was used. Descent of the boring system on the guide and almost immediate material breakage at about 15cm from the opening point. This time, it was the motor shaft that broke (the 2nd because the first one remained aside after the 1st use): the double-threaded auger separated from the boring arm. There was no debris found in the patient. Interruption of the reaming procedure and disappointing graft take with little bone fragment collected. This report involves one (1) ria 2 bone harvesting kit 520mm sterile. This is report 1 of 2 for (B)(4).